Event description:
Reporting status: serious injury - surgical intervention. Reporting rationale: separated guide wire removed via surgery. Device issue: guide wire separation. It was reported that the patient was presented with stemi in the rca. The bmw guide wire was advanced down the artery with some difficulty due to the very tortuous and calcified anatomy. A voyager balloon was used to predilate the lesson. The voyager was removed. The bmw guide wire was not in the right lumen of the rca, it was in a side branch. During an attempt to remove the bmw guide wire resistance was felt and the guide wire didn't move. The guide wire was pulled on very gently and the guide wire broke at the site of the aortic valve in the dilatation catheter. About 15 cm of the distal part of guide wire was still in the rca. The patient was sent to surgery in 2008, to remove the distal part of the guide wire. The intervention was successful by the cardiac surgeon. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned without blood visible. There was contract visible on the coils. The core was separated 12 cm proximal to the proximal solder and not returned. There were offset intermediate coils proximal to the center solder for a length of 3.2 cm. The tip coils were unraveled at the center solder for a length of 27.8 cm and then separated. The separated tip coils and tipball were not returned. The shaping ribbon was separated 2.1 cm distal to the center solder and the separated portion was not returned. The core was intact and still attached to the shaping ribbon. There was no other damage noted to the guide wire. Two pieces of the distal end of the guide wire were returned at a later date. One was 8.5 cm in length and the other was 5 cm in length. The guide wire was sent to the scanning electron microscopy (sem) lab for further investigation. Product performance engineering reviewed the incident information and the analysis of the returned unknown bmw guide wire. Clinical review of the cine confirms the fracture of the guide wire in the rca. The images suggest that the tip was wedged tightly in a small branch off the main vessel. Sem analysis of the wire suggests that the shaping ribbon failed due to ductile overload, and the coils failed due to torsional overload. It also appears that the core failed due to mechanical damage. The shaping ribbon and coils were subjected to excessive ductile and torsional overload beyond the design limit of the guide wire causing the tip to detach. For the guide wire to fail in this manner, some portion of the guide wire would have to be trapped either in the anatomy or another device and excessive pull and twisting force applied. The instructions for use (IFU) warns: "torquing a guidewire against resistance may cause guide wire damage and/or guide wire tip separation. Always advance or withdraw the guide wire slowly. Never push, auger, withdraw or torque a guide wire, which meets resistance." Analysis of the guide wire found offset intermediate coils proximal to the center solder for a length of 3.2 cm. The design of low profile devices has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as during high pressure balloon inflations or manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. Coagulation of blood or contrast in the lumen of the catheter can also be a factor in reducing clearance. An attempt to move the guide wire in this reduced clearance condition can cause the coils to bunch up, increasing the diameter of the guide wire, which in the extreme condition, can cause coil overlap. If the resistance is not reduced and continued force is applied to the guide wire with an overlapped coil, the result can be permanent deformation of the guide wire. Considering all the available information, the root cause for the guide wire separation and resulting patient effects is the most likely related to case circumstances and not a quality issue with the guide wire. Product performance engineering will monitor the incident circumstances. Manufacturing assures the quality of the guide wires through visual and dimensional inspections. Samples are destructively tested and each lot must pass the test requirements. Manufacturing inspects 100% of the guide wire tips after they are loaded into the dispenser, and performs 100% outer diameter inspection of all devices prior to packaging. In addition quality control performs on line reliability testing and verify product quality. This MDR is considered closed by the product performance group.